Manufacturer narrative:
Although there was no indication of an injury to the pt or a mfg process issue, this failure mode is now being reported due to previously establishing that if this malfunction were to reoccur, a serious injury may occur.

Event description:
As the surgeon was introduced the device into the pt, the scope retainer band broke. There was no injury to the pt and the procedure was successfully completed using a second device.